Manufacturer narrative:
Initial reporter phone no.: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the patient connector of the transfer set and the adapter; further described as "the connection between the transfer set and catheter is weak and becomes loose". This occurred during use of the device for peritoneal dialysis. There was no patient injury or medical intervention associated with this event, however the patient was given prophylactic treatment. No additional information is available.